Manufacturer narrative:
The events of abscess and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Additional information provided by the injecting physician: patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in the under eyes and nasolabial thin lines. Patient received antiseptic before injection. Four-five days later patient developed swelling and stiffness, edema, abscess, and allergic reaction. Patient was prescribed antibiotic, prednol (mythylprednisolone), cortisone, antihistaminic, and was treated with hyaluronidase. The abscess was "drained with a small operation." Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "infection", "swelling", "flocculation", "granuloma", and "stiffness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows:¿ induration or nodules at the injection site. Precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported they were injected with unspecified juvéderm® product in the nasolabial area. 8 days later, they experienced "swelling and flocculation on the face" that later became an infection. They also reported "stiffness on [the] left under eye because of the granulomas under [their] eyes." Treated with antibiotics. Symptoms ongoing.